Manufacturer narrative:
Results: the pusher assembly was kinked approximately 66.0, 121.0, and 129.0 cm from the hub. The embolization coil had several offset coil winds. Conclusions: evaluation of the returned smart coil revealed the embolization coil coiling inside the introducer sheath. During functional testing the smart coil was unable to be advanced through its sheath. Upon removing the embolization coil for further analysis, several offset coil winds were observed. If the introducer sheath is not properly aligned in the hub prior to advancement, the embolization coil winds may become offset. These offset coil winds will likely lead to difficulty advancing the subject embolization coil into the parent device. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil into the hub of the non-penumbra microcatheter and, therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.